Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was not properly removing residual air from cartridge. The customer was educated on the proper load techniques. The customer's blood glucose level was reported as "high" due to the issue, with the specific value unknown, indicating a significant impact. The customer managed the high blood glucose by administering a correction bolus via the pump and resolved the issue by changing the infusion set and cartridge before resuming insulin.